Manufacturer narrative:
H3: analysis of wr9220 (B)(6) found that the device was unresponsive. The led's scroll continuously. Flash sector read/write protection bits have become set. Continuation of d10: product ID wr9220, serial# (B)(6), product type recharger. Section d information references the main component of the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2024-jul-12 information was received from a friend/family member regarding a patient who was implanted with an implantable neuros timulator (ins) for gastrointestinal/ pelvic floor. Information was received from a patient's representative regarding an external device. The reason for call was they were having a hard time charging the recharger. They stated that the battery icon on the top right of the screen was scrolling up and down and when they pressed the power button it didn't do anything. They confirmed the docking station was receiving power and the prongs are clean. They had caller attempt a hard reset of the device, however the device was unresponsive. The issue was not resolved through troubleshooting. A replacement was sent. The patient was redirected to their healthcare provider to further address the issue. The patient representative did indicate they need to get the ins charged so they could have it removed.